Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a loss of communication diagnostic message that rendered it into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.